Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump passed displacement test properly. Insulin pump received with broken battery tube threads, cracked case(battery tube), cracked reservoir tube lip and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment side where the battery cap screws in on the insulin pump case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.